Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that follow an implant procedure the patient was suspected for infection. Symptoms of fever and shocking sensation down the legs was noted, whether the device was on or off. It was also mentioned that fast program stimulation was not providing much relief. The patient was admitted to the hospital. No device malfunction suspected. No further information could be obtained despite good faith efforts.